Event description:
During an esophagectomy, the shears presented problems (stopped working) and a message error appeared in the instrument's display. No patient consequence reported. It was not reported how the case was completed. Device will be returned.